Event description:
It was reported that over the past 3-4 months the patient has noticed an increase in urinary incontinence when he stands up from a lying or seated position. The patient has a double cuff artificial urinary sphincter and asked if could receive tighter cuffs. Boston scientific patient services specialist stated that it would have to be determined by his urologist. The patient is seeing his doctor for evaluation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Corrected h6 impact code.

Event description:
It was reported that over the past 3-4 months the patient has noticed an increase in urinary incontinence when he stands up from a lying or seated position. The patient has a double cuff artificial urinary sphincter and asked if could receive tighter cuffs. Boston scientific patient services specialist stated that it would have to be determined by his urologist. The patient is seeing his doctor for evaluation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient noticed an increase in urinary incontinence when he stands up from a lying or seated position. The patient has a double cuff artificial urinary sphincter and asked if could receive tighter cuffs. Boston scientific patient services specialist stated that it would have to be determined by his urologist. The physician performed troubleshooting at his office without resolution. Therefore, the patient underwent surgery and all components were removed and replaced. There were no further patient complications.